Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a replace battery now alarm. They did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose during the incident was 3.7 mmol/l. The customer stated the battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was damaged. They will receive a replacement battery cap. The insulin pump will not be returned for analysis.